Event description:
It was reported that the right ventricular lead exhibited high threshold. Externalized cables were observed on cine during the follow up visit. The patient was not symptomatic. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.